Manufacturer narrative:
Evaluation summary: the device was returned with no detachment or breaks. There were kinks approx. 3mm and 45mm distal to the strain relief, and 34.5 cm proximal to the balloon bond. A 0.015¿ mandrel and 0.014¿ guidewire would not load through the inner lumen due to hardened blood and/or contrast in the distal shaft. There was a longitudinal tear on the balloon, starting at the distal balloon cone and running approx 1 cm proximally. The balloon material was jagged and uneven. There was lead in scratches at the distal end of the leak site. There was a kink in the inner shaft at the centre of the balloon, the balloon material was folded and creased. (B)(4).

Event description:
The physician attempted to use a nc sprinter balloon to treat a lesion in the distal rca which exhibited 80% stenosis. It was reported that the device was inspected with no issues noted. No resistance was encountered when advancing the balloon during the procedure. It was reported that the balloon burst. The balloon's rated pressure was 18atm but the balloon was inflated to 23atm when it burst. Balloon burst on second inflation. It is also indicated that the device broke, location cannot be confirmed as it could not be removed from the sheath. It was reported that the detached part was retracted normally from the patient. The whole device was removed from the patient. The operation time was extended by 10 minutes. The physician assessed that the event was not related to the device. No patient injury reported as a result of the event.

Manufacturer narrative:
Image analysis: the images confirmed the presence of a tight lesion in the mid rca. The lesion site is pre-dilated and a stent deployed. Following expansion a waist is visible on the mid-section of the stent indicating the presence of calcification in the vessel. A number of balloons inflations are performed in an attempt to dilate the stenosis. The images capture the rupture of the nc sprinter balloon with contrast visible in the vessel distal to the balloon. Further balloon inflation achieves release of the tight stenosis to obtain a good result. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.